Manufacturer narrative:
Device used for treatment and not diagnosis. Patient identifier: (B)(6). The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system.

Event description:
During an anterior cervical discectomy and fusion, c4-c5. The locking screw broke off inside of the expansion head screw. The broken part was removed, the other part remains in the construct. The head of the screw snapped off as the surgeon was tightening it. There were three locking screws inserted and the fourth locking screw that broke, the remainder of the screw was left in the patient.. The surgeon left it as is. The surgery was prolonged by approximately 2 minutes.

Manufacturer narrative:
Device used for treatment and not diagnosis. The thread of the locking screw is broken off below the screw head. There are marks and scratches at the side of the screw head visible, probably caused during the removal form the expansion head screw after the breakage. The relevant dimensions of the broken thread can not be verified anymore because the breakage occurred below the screw head and as broken fragment was not sent back for investigation. The fracture face is homogenous, which indicates material conformity and has the typical view of a forced rupture. We can only assume that a mechanical overload during the insertion caused this occurrence. The implant is a locking screw for the cslp, cslp small stature, and cslp va cervical plates. The screw failed in shear at cross section at a minor thread diameter just below the head experienced due to stresses beyond the shear strength of the material. The complaint description does not include any information to suggest what contributed to this event.